Manufacturer narrative:
During the requested site visit, the field service engineer (fse) discovered the 100ul buffer pump (rohs) was leaking and replaced the 100ul buffer pump (rohs) (ln#: 7-96343-04), which resolved the issue. A review of the alinity, serial number: (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the part. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part buffer pump (rohs) revealed no trends or systemic issues. A review of the alinity ci operations manual shows adequate information for troubleshooting the observed issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I am processing module, serial number: (B)(6) or buffer pump (rohs).

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on multiple patients. The results provided were: on (B)(6) 2024 patient (B)(6): sid: (B)(6) initial=195.0 ng/l /due to clinician questioned the initial result re-centrifuge and repeated on alinity ai23107=< 0.1 ng/l. Patient (B)(6): sid: (B)(6) initial=127.3 ng/l / due to clinician questioned the initial result re-centrifuge and repeated on alinity ai23107=< 0.1 ng/l. Customer reference range for troponin: male=< 26 ng/l: female=< 16 ng/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on multiple patients. The results provided were: on (B)(6) 2024 patient 1: sid (B)(6) initial=195.0 ng/l /due to clinician questioned the initial result re-centrifuge and repeated on alinity (B)(6)= 0.1 ng/l patient 2: sid (B)(6) initial=127.3 ng/l / due to clinician questioned the initial result re-centrifuge and repeated on alinity (B)(6)= 0.1 ng/l customer reference range for troponin: male=26 ng/l: female= 16 ng/l there was no reported impact to patient management.